Event description:
New information received notes externalized conductor.

Event description:
It was reported that patient notifier alert was delivered due to low and high hv lead impedance measurements. Lead to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead insulation was abraded.